Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and part replacement after issues were found during planned maintenance (pm). Replaced handswitch, x-ray battery charger 1, and motion battery charger. The imaging system then passed the system checkout and was found to be fully functional. Issues resolved with part replacement. The parts were returned to the manufacturer for analysis. Investigation of the handswitch confirmed reported problem "handswitch damaged." Handswitch hanger is snapped off of handswitch body. Coiled cord is also stretched and not recoiling. It was found to have physical damage; broken pieces were the failure mechanism. The hardware investigation of the battery charger 1 found that the 10 uu capacitors (larger can) on channels a, b, c, d, e, f an g were leaky. Pcb battery charger 1 failed bench level testing. All of charger e outputs measured at 0 vdc. Led's on channel e on pcb and test fixture were blinking. Electrical failure mode was found; low voltage failure mechanism. The charger e output test fails. The hardware investigation of the pcbs motor battery charger was unable to confirm "high voltage on pins 17-18 and 11-12." Charger board has copious amounts of silicone on the t1 components, as well as exhibits several leaky capacitors. Board was bench tested with fixture and all outputs and indicators were as expected. Board was installed on the imaging system and functioned as expected for 5 days. The reported event could not be duplicated by medtronic personnel. No fault found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported additional parts needed that were discovered during his planned maintenance (pm) where issues were found with the imaging system. System failed electrical inspection due to the charger outputs. Measure charger output volts 11 and 12; measure charger output volts 17 and 18. Found 34 vdc on charger pins 17 + 18, and 39 vdc on charger pins 11 +12. There was no patient present when this issue was identified.